Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 03/18/2014 with the following findings: investigators performed pump rewind, load, and prime with no alarms or noise issue. The pump was opened for further investigation, inspected the motor assembly and tested the internal motor and there was no moisture corrosion. Investigators were unable to duplicate the complaint during investigation. The pump booted to the verify screen with dim pink contrast. Evaluation revealed that the audio bolus button was torn. The audio bolus button responded to button presses. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed a dim pink contrast display. This report is made based on results of investigation completed on 03/18/2014.